Event description:
The customer called for help with her contour meter. She performed a control test while troubleshooting and received a result of 232 mg/dl. The normal control range was 108-149 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.